Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. The reported condition was confirmed.  The assignable root cause was determined to be excessive force during use.  If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure the motor device was "making loud rattling noises". There were no delays to the planned surgical procedure. A spare device was available for use. No patient harm, adverse outcome or injury was alleged. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.